Event description:
Customer tested blood glucose and received a result of 110mg/dl. The customer went to do errands 1 1/2 hours later and passed out. The customer was taken to the e.r. And they checked their blood glucose and received a result of 41mg/dl. The customer was given glucose IV. L1 control was out of range. A request was made for the return of the suspect device and replacement.